Event description:
Device issue: balloon rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that the lesion was in the proximal right coronary artery (rca) with no tortuosity, moderate calcification and a 90% stenosis. Pre-dilatation was done with a non abbott balloon catheter. Then a vision 4.0 x 08 stent delivery system (sds) was advanced to the lesion. Upon deployment of the stent the sds was inflated to 12 atms for 15 seconds and the balloon ruptured. The stent was confirmed to be fully expanded and the procedure was completed. Reportedly, there were no pt effects. No add'l event or pt info is available.

Manufacturer narrative:
(B)(4). Potential factors of balloon rupture below the rated burst pressure include, but are not limited to, mechanical damage from stent, mechanical damage from interaction with another product, accessory, or anatomy, or blockage in lumen. In this instance the product was not returned and may have aided in the eval. However, the anatomical info indicated that the lesion in the proximal rca was moderately calcified. This may have caused or contributed to the reported balloon rupture during interaction of the sds with the calcified lesion. But the ultimate cause is unk. The review of the finished product lot history record did not reveal any non-conforming material reports that could have contributed to this complaint. There is no indication of a product deficiency.